Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported event. Fse reviewed logs, tested both master tool manipulators (mtm) and all arms with multiple instruments. Fse could not replicate the customer reported issue. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed based on field evaluation. The probable root cause cannot be determined since the alleged instrument was not returned to identify failure modes and fse could not replicate the issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the site contacted technical support engineer (tse) to report that the customer was experiencing the synchroseal jaws not following surgeon grip on right hand. It was stated that sometimes the jaws remained open when the surgeon's grip was closed and sometimes the jaws stayed closed when the grip was open. Tse noted in events that the synchroseal was installed in arm 3 at time of call. Tse recommended site replace synchroseal. The procedure was completing as planned with no reported injury.